Event description:
¿Inbound call received 07/15/2024 from ophthalmology medical information agent: the filter needle from one vabysmo 6mg vial was seen to have what looks like a white powder on it, at the end of the filter needle. The foreign matter is described to look like a white powder and being located at the end of the tfn. The defect was observed after the needle has been removed from the blister (product manipulated), prior inserting it into the vial. ¿ the product was not used. Currently no further information is available, neither a photo nor a sample is currently available. It is unclear what the term ¿end¿ of the tfn is, i.e. The needle hub or the needle tip. Clarifying information including photos and the sample were requested. This complaint was classified as «needle - foreign matter".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. ¿inbound call received 07/15/2024 from ophthalmology medical information agent: the filter needle from one vabysmo 6mg vial was seen to have what looks like a white powder on it, at the end of the filter needle. The foreign matter is described to look like a white powder and being located at the end of the tfn. The defect was observed after the needle has been removed from the blister (product manipulated), prior inserting it into the vial. ¿ the product was not used. Currently no further information is available, neither a photo nor a sample is currently available. It is unclear what the term ¿end¿ of the tfn is, i.e. The needle hub or the needle tip. Clarifying information including photos and the sample were requested. This complaint was classified as «needle - foreign matter".

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2363735. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.